Event description:
Customer reported via phone, the insulin pump had alarmed motor. First it alarmed motor position encoder error and then the device shut down. Customer then restarted the device and the memory information was erased and it continued to alarm motor error. Customer's blood glucose was 135 mg/dl. Customer reported the device hadn't been dropped as he keeps it in his pocket. Customer stated, he was able to complete the rewind process but that when the alarm occurs. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. He declined troubleshooting for motor positon encoder error alarm.

Manufacturer narrative:
No motor position encoder error alarm noted. The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corner.